Manufacturer narrative:
The complaint investigation for a falsely depressed sodium results generated on the architect c16000 processing module included a review of data and information provided by the customer, ticket trending review, labeling review, and device history record review. A search by lot could not be performed for the reagent as the lot is listed as unknown. The trend reviews by product list number found no adverse or non-statistical trends related to this issue. Device history record review was performed on conc ict diluent, 02p32, which did not show any potential non-conformances, deviations, or non-conformances related to the current complaint. Review of product labeling found adequate information regarding the issue under review. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site. A deficiency could not be determined as the trend reviews did not identify an increase in complaint activity for the current issue.

Event description:
The customer observed falsely depressed sodium results generated on the architect c16000 processing module. The results were not reported out. The original sample was repeated and the result was normal. The following data was provided: sodium initial result = 119, repeat result = 139. Normal lab values= sodium = 136 to 145 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.